Event description:
The customer called and alleged a discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 1.7, laboratory inr: 2.7. Therapeutic range: 2.5 - 3.5. The time between testing was two (2) hours. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer's husband reported a discrepant low inratio inr value during testing. It is indicated that product is not returning for evaluation. Therefore, an investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. A root cause could not be determined from the information provided by the customer's husband. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.